Event description:
The customer reported being hospitalized for a low blood glucose. The blood glucose reading was 81 mg/dl. The customer stated that she was disoriented and the police took her to the hospital. The customer stated that she was confused and pushed the buttons and after that she did not know what happened. The customer stated that she pushed the buttons and had changed the settings. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.